Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: broken shell, missing shell (75-100%), underweight. A visual and micro analysis was performed which identified: sharp opening and crease fold. Based on the device analysis the final assessment is: a sharp opening on patch bond edge due to an unidentified (tear) opening; missing shell due to inconclusive

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "capsular contracture," baker grade unknown. Device has been explanted.